Event description:
It was reported that the coil protruded from the target location. A 3x6 embold fibered detachable coil system was selected for an embolization procedure in the gastroduodenal artery (gda). It was noted that the coil would not advance through the catheter at first, but it was re-sheathed and re-used successfully. Prior to coil deployment, nothing looked unusual. It was seated normally; however, after deployment and removing the pusher wire, something was left sticking out of the gda into the common hepatic artery. The device was snared and there were no patient complications.